Event description:
A report was received that the patient was experiencing difficulty charging her ipg. The patient underwent an ipg replacement and the patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing difficulty charging her ipg. The patient underwent an ipg replacement and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum and indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate within the expected range. The ipg exhibited normal charging and discharging characteristics.